Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary central nurse's station (cns) monitor was turning on but then powering off. The bme needed assistance moving devices from the secondary to the primary display. He was able to get the patients transferred over and was provided with the part number for a replacement display. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the secondary central nurse's station (cns) monitor was turning on but then powering off.

Manufacturer narrative:
Details of the complaint on 03/15/2018, customer at halifax memorial hospital reported the cns-6201a (pu-621ra sn:(B)(4)) secondary display was turning on and powering off. Service requested customer wanted to move devices from the secondary to the primary display. Service performed customer was able to transfer patients over. Monitor was determined to be bad. Model information was requested however not provided. Customer indicated he was to replace the display. Investigation result the cns was put into service on 02/17/2013, which is over 5 years prior to the reported issue. The cns warranty expired on 02/17/2015. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. A review of device sap history at nka found previously reported issues with display: 300023744 reported 07/30/2015. Customer reported the secondary monitor stopped working. Issue resolved by enabling the second monitor in windows settings. This issue is not related to the current issue. There was a reported failure of the cns monitor. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least once every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. If the monitor was not replaced during the cns's lifetime, this would indicate the monitor was over 5 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the display. Customer's maintenance history for this unit is not available. There is no record of nka servicing performed on this unit. The unit/display was not returned and nka evaluation could not be performed. Condition of the display is unknown. The cns display is supplied by a third party. Due to lack of information provided by customer, model of the display could not be confirmed. The cns display had failed well beyond the warranty period. Customer indicated he was to replace the part and has reported no further issues with the display. From the information available, the root cause could not be determined, however this issue is not suspected to be caused by deficient cns or its design.

Event description:
The biomedical engineer (bme) reported that the secondary central nurse's station (cns) monitor was turning on but then powering off.